Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpacking, it was noticed that the xpert stent was prematurely, partially deployed. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.